Event description:
Breast implants were inserted in 1973. Within several months a defect in the right breast was detected. Thereafter rptr went numerous times during the yr to have it checked and is still having mammograms and is required to have sonograms several times a yr. There is a strong possibility of a slow leakage. She has severe muscle and joint pain and extreme fatigue. She has been through extreme stress with the risk of the defective implant rupturing due to bad quality of the implant. She is now allergic to codeine, sulfa, a vasoconstrictor, epinephrine, bentyl, keflex and phenaphen. Multiple areas of nodularity noted on palpation.